Event description:
This is a duplicate of MFR report # 0001831750-2013-04215. The serial number (B)(4) and catalog number 1015000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04215 for full reporting of serial number (B)(4) and catalog number 1015000000 for this complaint.

Event description:
It was reported via repair work order that the side rails could not latch up due to broken top rail pivots at the latching spindle and the brakes would not engage/hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.